Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor into thigh, which is not an approved site. At the time of contact the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).